Manufacturer narrative:
The customer did not return the device for evaluation, therefore, the in-house testing could not be performed.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.